Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. (B)(6), nurse, is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst and frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter does not turn on when the test strips is inserted or by pressing the white dot button. Nurse is calling on behalf of customer, customer called doctor and explained that the meter is not working and that she had increased thirst and excessive urination. Doctor advised customer to go to the clinic. Customer is currently at the clinic seeking medical intervention related to her symptoms. Nurse or customer will be calling back from the pharmacy to get a replacement meter.